Event description:
Prior to this event, the patient was admitted to our hospital to undergo a cardiac catheterization procedure. During the procedure, it was determined that the patient would require a cardiac stent. During placement of the stent, the tip of the guide wire broke off and was not retrieved. Since there was no patient injury or illness, a voluntary medwatch report was filed. Subsequent to filing of this report, we became aware that the patient presented to our ER a few days later complaining of chest pain. The patient became unresponsive and subsequently expired. This second report is being filed as a follow-up.